Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited noise. The lead is not in use. No patient complications have been reported as a result of this event.